Event description:
The patient sometimes has a hard time getting the ins working and would like to meet with a local company representative. The patient¿s doctor does not use his equipment. The ins was working now. The patient had to work on it for a solid week before it started working. The company representative spoke to the patient and he was doing good. The patient will call if/when he needs help.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).